Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular channel with header manipulation during the implant procedure. There was no pacing inhibition or asystole observed. The device was explanted and replaced without incident. No adverse patient effects. Device was never in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the df4 seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that the hole in the seal plug caused or contributed to the reported clinical observations.